Event description:
It was reported that the patient presented to the clinic when not feeling well. The patient had a catheterization done and it was determined that the right ventricular (rv) lead through the tricuspid valve was causing the patient issues and discomfort. The tricuspid valve was not closing properly due to where the lead was implanted. The rv lead was extracted, and a coronary sinus lead was implanted in the middle cardiac vein. There were no adverse health consequences, the patient was stable.